Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device were unsuccessful. As per image evaluation results, customer report of paravalvular leak could not be confirmed through image evaluation. Two color photos of explanted valve were provided. Valve appeared to have several suture pledgets attached to the sewing ring around the valve on the inflow aspect. Echo images were provided. As per echo review, transesophageal echocardiography revealed evidence of dehiscence of the mitral-aortic intervalvular fibrosa (the mitral-aortic curtain) with probably very severe paravalvular aortic regurgitation entering the left ventricle through what likely represented a ruptured paravalvular abscess. Based on the submitted images, there was no suggestion of abnormal bioprosthesis leaflet coaptation or central aortic regurgitation. The left ventricle was not well visualized. The finding of dehiscence of the mitral-aortic intervalvular fibrosa and presumed paravalvular abscess early after aortic valve replacement raises concern for infective endocarditis. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that 1 month and 6 days (37 days) after an avr procedure, this (B)(6) year old patient with a valve model 3300tfx21mm implanted in the aortic position underwent a re-do procedure due to paravalvular leak secondary to a ruptured paravalvular abscess. As reported, the valve also presented with severe aortic central regurgitation originating due to non-coaptation of ncc. A 19mm non-edwards device was successfully implanted in replacement. The patient expired on pod #4 post redo avr. As reported, post redo avr the patient developed acute renal dysfunction causing the death of the patient. Indication for initial avr was severe aortic stenosis. The patient presented with breathlessness at the time of the first procedure and re-presented with persistent cough. As per last response received, the surgeon refused to give further information related to the patient. All available information pertinent to this investigation was received and documented in the file.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event is most likely due to patient factors/conditions.